Event description:
In 2009, a doctor reported that a patient experienced enamel loss when one damon 3mx bracket debonded.

Manufacturer narrative:
The doctor stated that the patient's tooth was restored with a composite material and confirmed that the tooth would be fine. Doctor returned the bracket involved in the incident. Evaluation of the returned bracket is anticipated.